Event description:
It was reported that the patient contacted heartline to report yellow wrench, red battery fault alarm on power module ppm-27455. The patient was advised to discontinue use of power module until further advised.

Manufacturer narrative:
A. Patient information not provided by customer no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench and red battery alarm on the power module was unable to be confirmed. The heartmate power module, serial number (B)(6), was not returned for analysis. The provided information indicated the patient contacted heartline to report yellow wrench and red battery fault alarms on the power module. The patient was advised to discontinue use of the power module until further advised. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿ and section 5 of the patient handbook, ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot atypical alarms. Section 3 of the IFU, ¿powering the system¿, states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. Section 4 of the IFU, ¿heartmate touch communication system¿, and section 6 of the patient handbook, ¿caring for the equipment¿, explain how to properly handle the power module and cables to prevent damage. The heartmate power module IFU, rev. B, is also available. Section 11.0, ¿routine maintenance¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.